Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
Us distributor reported that the patient had developed a blister under the front electrode. The blister was open and weeping. The patient was a (B)(6) surgeon, and he applied an unknown ointment to the blister. During a follow-up the patient reported that the irritation had improved.